Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2016 at 8:30 a.m., the customer received the following results on the compact plus system, compared to a professional meter, within 10 minutes: 28 mg/dl (compact plus meter) and 128 mg/dl (doctor's meter). On (B)(6) 2016 at 7:30 p.m., the customer received the following results on the compact plus system within 10 minutes: "lo mg/dl" and a result in the "500's mg/dl." The "lo" mg/dl result on the system indicates a result of less than 10 mg/dl. No adverse event reported. The test strip lot number was not provided. The remaining strips were discarded; therefore, no product could be requested to be returned for product evaluation.